Manufacturer narrative:
Manufacturer's report date 3/16/98. The pump was retrned to the manufacturer and evaluated. The pump had a broken camlock hook on the channel "a" door. The instrument was tested at a rate of 2 ml/hr and the unit immediately alarmed "occlusion fluid side". This alarm occurred because the door plate was not properly located with respect t0 the strain beam. The unit free-flowed as a result of the broken camlock assembly, however the unit alarmed "occlusion fluid side" which is mitigating factor for a broken door assembly. The manufacturer has implemented a new camlock assembly that provides a stronger camlock hook, in conjunction with a weaker magnet for enhanced sensitivity of the door sensor alarm.

Event description:
During an infusion of insulin at a rate of 2 ml/hr, the pump free flowed. Nurse observed the door was not completely closed and removed this instrument from the pt. There was no pt consequence.